Event description:
It was reported that, the 6800 system was intermittently slow to boot up. Also, the 6800 system had wires pulled out of foot pedal and from system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and the software were installed during the service call. The foot switch was repaired. The system was tested and found to be working as intended and put back into service.